Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the inner tube had the distal end broken off, at the weld. Also, the outer tube had circumferential grooves present along the inner diameter at the hood. The cause of this event is undetermined; however, probable causes include prying/leveraging the device during use and/or interference between the device and bone/hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that ar-8550fot bur,oval,flushcut,12 flut, 5.5mmx 13cm broke off inside the patient. All broken fragments were removed using this was discovered during use in a procedure on. The case was completed.